Event description:
The customer was hospitalized for high blood glucose. The customer had stomach cramps and associated elevated high blood sugar level. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed.